Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor on the small battery drive device was noisy. It was reported that there was a 10 minute delay in the procedure and an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device made a grinding noise. It was noted the electric motor was damaged (noisy), a wire on the electronic control unit was damaged, and gear sleeve was excessively rusted inside. The assignable root cause was due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.